Manufacturer narrative:
EXEMPTION NUMBER: E2015028. TOTAL NUMBER OF SERIOUS INJURY EVENTS BEING SUMMARIZED: 40.

Event description:
THIS EVENT IS BEING REPORTED AS PART OF A BULK DATA RELEASE PROVIDED TO MEDTRONIC AS PART OF THE SOCIETY FOR VASCULAR SURGERY - VASCULAR QUALITY INITIATIVE'S TEVAR DISSECTION SURVEILLANCE REGISTRY. THIS DATA HAS BEEN PROVIDED TO MEDTRONIC BY A THIRD PARTY (B)(4) AND IS LIMITED AND DE-IDENTIFIED.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;158807,,SI,2014,Valiant,VAMC3030C100TU,C76126;164546,,SI,2014,Valiant,VAMF4040C150TU,C76126;183045,,SI,2014,Valiant,VAMF3434C200TU,C76126;187849,,SI,2014,Valiant,VAMF3030C200TU,C76126;196617,,SI,2014,Valiant,VAMC3232C100TU; VAMF3834C150TU; VAMF4040C200TU,C76126;242990,,SI,2015,Valiant,VAMF2626C100TU; VAMC2824C150TU; VAMC3026C150TU,C76126;254843,,SI,2015,Valiant,VAMF3030C150TU; VAMF3228C150TU; VAMF3026C150TU,C76126;260450,,SI,2015,Valiant,VAMF3434C200TU; VAMC3434C150TU,C76126;77926,,SI,2015,Valiant Captivia,VAMF3434c200TU,C76126;146696,,SI,2014,Valiant Captivia,VAMF3434c200TU,C76126;151687,,SI,2014,Valiant Captivia,VAMF3434c150TU,C76126;153571,,SI,2013,Valiant Captivia,VAMC3838b100TU;VAMC3632c150TU; VAMC3026c150TU,C76126;178380,,SI,2014,Valiant Captivia,VAMC3434c100TU,C76126;179240,,SI,2014,Valiant Captivia,VAMC3232c150TU; VAMF3232c200TU,C76126;183061,,SI,2014,Valiant Captivia,VAMF3636c150TU; VAMF4646c100TU; VAMF4646c100TU,C76126;185773,,SI,2014,Valiant Captivia,VAMF4040c200TU; VAMF4040c200TU,C76126;189278,,SI,2013,Valiant Captivia,VAMF3434c200TU; VAMF3434c150TU,C76126;191914,,SI,2014,Valiant Captivia,VAMF3636C100TU,C63058;192950,,SI,2014,Valiant Captivia,VAMF3434c200TU; VAMF3838c150TU,C76126;192965,,SI,2014,Valiant Captivia,VAMF3838c200TU; VAMC3838c100TU,C76126;194579,,SI,2014,Valiant Captivia,VAMF3636c150TU; VAMC3632c150TU,C76126;194619,,SI,2014,Valiant Captivia,VAMF4036c150TU; VAMF3632c150TU; VAMF3228v150TU,C76126;195158,,SI,2014,Valiant Captivia,VAMF4242c200TU; VAMC4238c150TU,C63058;199878,,SI,2015,Valiant Captivia,VAMF3434c150TU; VAMF3632c150TU,C76126;199908,,SI,2014,Valiant Captivia,VAMC2424c150TU; VAMC4242c200TU,C63058;202544,,SI,2014,Valiant Captivia,VAMC3636c200TU; VAMC3636c200TU,C76126;204836,,SI,2014,Valiant Captivia,VAMC3636c150TU; VAMF4040c150TU,C76126;207012,,SI,2014,Valiant Captivia,VAMF4040c200TU; VAMC4040c150TU,C76126;212100,,SI,2015,Valiant Captivia,VAMF3636c200TU; VAMF3632c150TU,C76126;213723,,SI,2014,Valiant Captivia,VAMF3636c150TU; VAMF4040c150TU; VAMF4242c100TU,C76126;214935,,SI,2015,Valiant Captivia,VAMF3636c150TU; VAMC4036c150TU; VAMC3636c100TU,C76126;217344,,SI,2015,Valiant Captivia,VAMF3636c200TU; VAMF3636c200TU;,C63058;220629,,SI,2014,Valiant Captivia,VAMF3838c200TU; VAMC3834c150TU,C76126;220921,,SI,2014,Valiant Captivia,VAMF2828c150TU,C76126;223045,,SI,2015,Valiant Captivia,VAMC3232c150TU; VAMF2626c150TU,C76126;224930,,SI,2015,Valiant Captivia,VAMF4642C150TU; VAMC4238C150TU,C76126;227966,,SI,2015,Valiant Captivia,VAMF2222c100TU; VAMC2828b100TU; VAMC3228c150TU; VAMC2828c100TU,C76126;229377,,SI,2015,Valiant Captivia,VAMC2828c150TU; VAMF2828c100TU,C76126;232485,,SI,2015`,Valiant Captivia,VAMF3838c200TU; VAMC4040c200TU,C76126;232899,,SI,2014,Valiant Captivia,VAMF3838c200TU; VAMC4040c200TU,C63058;234260,,SI,2014,Valiant Captivia,VAMF3030c150TU; VAMC2828c150TU,C76126;240575,,SI,2015,Valiant Captivia,VAMF3232c150TU,C76126;240646,,SI,2013,Valiant Captivia,VAMF4646c200TU,C76126;241510,,SI,2015,Valiant Captivia,VAMC3030c200TU,C76126;243405,,SI,2015,Valiant Captivia,VAMF3232c150TU,C76126;243883,,SI,2015,Valiant Captivia,VAMF2628c150TU,C76126;254268,,SI,2015,Valiant Captivia,VAMF3434c200TU; VAMC3632c150TU; VAMC3430c150TU,C76126;254366,,SI,2015,Valiant Captivia,VAMF2622c150TU; VAMF2626c100TU,C76126